Event description:
Patient receiving fluids and meds through a trifuse tubing adaptor and it started to leak profusely. Small amount of fluid/medication lost due to leakage and volume replacement. Patient was receiving lr [lactated ringers] maintenance fluids and lacosamide for seizures. Potential for a lower seizure threshold due to underdose of scheduled seizure med as a result of leakage.